Event description:
It was reported to technical services on (B)(6) 2011 that there was emi noise on this lead and it was reprogrammed by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).